Manufacturer narrative:
Batch review performed on 24 march 2020: lot 1901479: (B)(4) items manufactured and released on 28-may-2019. Expiration date: 2024-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: few days after primary cementless tha the femoral stem subsides and requires revision. Although the primary postoperative xray was not supplied, it appears that a potential cause for subsidence was an undersized stem that could never find sufficient primary stability. Causes for undersizing are unknown.

Event description:
The patient came in reporting instability due to a subsided stem. About 1 month after primary surgery the surgeon revised the stem and ceramic head successfully. The surgery was completed successfully. The surgeon suspects that the subsidence occured due to an undersized stem being implanted during the primary.